Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that while he was driving, on (B)(6) 2012, he had suffered a hypoglycemic event and had lost consciousness. Patient regained consciousness as he was being treated by paramedics who had arrived to the scene. Paramedics measured patient's bg at 39 mg/dl while his cgm was displaying 163 mg/dl. Dexcom technical support has requested that patient returns his cgm for dexcom to investigate the data around the time of the event. At the time of his call to dexcom technical support patient was feeling better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.